Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was reprogrammed yesterday as their hcp recommended it before they had ablation done (going through trial for ablation). Pt said after they were reprogrammed, they had hurt all last night, woke up this morning and couldn't move, "felt like there was a steel rod in back". When they looked at their controller, their stimulation was set at zero. Pt said they increased the stimulation up to 6, waited 2 minutes and later they felt more pain, checked the controller and it was back at 0 again. Pt said when the rep was programming them, they did not have them go into different positions for programming. Pt also mentioned that they used to have group a 1 through 3 for different pain areas and now they have only group a-1. Pt said they told the rep that the stimulation wasn't going to their lower back where their pain was so bad. Pt said the rep programmed theins so the pt cannot feel the stimulation (pt said that was confusing since they can't tell if stimulation turns off) however, pt said if the stimulation gets up too high, it goes around to their stomach. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that the hcp took an x-ray and could see the leads, pt did not elaborate on the x-ray. Pss reviewed to have the rep go over the programming and adaptive stimulation settings again. Pt mentioned this issue happened the last time they were reprogrammed by rep in 2020 (stim went down to zero). Pss was unable to locate previous records. Pt mentioned that they had a total hip replacement. It was reported that pt needed pelvis MRI but their stimulator was dead and pt had not used the scs device in years; caller said pt told them the scs device was not working correctly for them. Caller said event date was about 2 years ago. Tss reviewed MRI guidance. Caller inquired about how to proceed if patient indicates they cannot charge ins or are having problems (caller hadn't spoken with the patient yet, they were just looking to be prepared). Tss reviewed information about charging and directed for patient to call ps for assistance otherwise, caller would need to go through hcp to have eligibility form completed.